Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "stylet noted to have kink in it once removed from PICC line. No issues for pt's." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of a kinked stylet was confirmed. One 3cg stylet was returned for investigation. The powerpicc was not returned with the stylet. The stylet was kinked 12.3cm from the tip of the stylet. The plastic tubing at the distal end of the 3cg stylet was intact and was not damaged. This type of damage can occur if the catheter is advanced against resistance during the insertion process; however, there were no distinguishing features which could aid in identification of a specific root cause. No damage associated with the manufacturing process was noted on the stylet.

Event description:
It was reported "stylet noted to have kink in it once removed from PICC line. No issues for pt's." No other information was provided.